Manufacturer narrative:
(B)(4). Date of initial report : 11/11/2014. Date of follow-up report : 1/29/2015. One ft0021s cord was tested at covidien. The initial evaluation found the cord to have a melted connector and it failed a hipot test. Per supplier direction the product was not retuned to them for evaluation. Supplier report: no evidence of manufacturing issues during the production of the cables was found.

Event description:
The customer reported that when the storz bipolar resection cord came in contact with liquid at the connection to the handpiece it produced smoke.the initial evaluation of the incident device found the device failed hipot testing.

Manufacturer narrative:
(B)(4). The unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.